Event description:
Pt experienced shortness of breath and chest tightness during midline catheter insertion, particularly between the period of flushing and catheter advancement. The catheter was removed and benadryl im administered.